Manufacturer narrative:
The cartridge has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter alleged there was water and sand in the cartridge compartment and the luer lock connection after the patient had been swimming. The reporter denied any visible cracks or damage the pump, tubing or cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged leak into the cartridge compartment remained unresolved.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted to luer connection or o-rings.